Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientifics post market laboratory, no outer abnormalities were observed. A test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. The reported stuck guidewire event was not confirmed via analysis.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, wire stuck in the catheter while in the right superior pulmonary vein (rspv). The wire was advanced but remained unchanged. The catheter was replaced, and the procedure was completed successfully without patient complications. The device was returned.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, wire stuck in the catheter while in the right superior pulmonary vein (rspv). The wire was advanced but remained unchanged. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.